Event description:
The customer reported that the clear insulation became split and cracked during the procedure this happened toward the beginning of the case. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.